Event description:
It was reported that during service and evaluation, it was determined that the reduction drive unit device was frozen/would not move. It was noted in the service order that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Based on service record the device failed following inspection criteria¿s during the assessment check for free moving. The device was visually inspected and it was detected that the device was unable to move. The most probable root cause can be traced to normal wear, this is supported by the fact that the device is phased out. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.